Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized with high blood glucose (bg) (exact bg was not provided) and there were ketones present. Every time the patient's mother removed the batteries in the patient's pdm (personal diabetes manager) it would reset and would not give her son insulin for 2 hours. The patient's pdm was not giving an audible warning with alarm. At the hospital they placed him on an intravenous therapy of fluids and insulin.